Event description:
The customer reported that the subject device failed when twenty-five joules of energy was put through it during a procedure. The fiber was not having any effect on the stone and the tip of the fiber seemed burnt (although no flame was present). There was no energy coming out of the tip and no error codes were displayed. The unspecified therapeutic procedure was completed with another device. There was no harm or user injury reported due to the event. During inspection and testing, a break was found in the fiber. This report is being submitted for the malfunction found during evaluation (break).

Manufacturer narrative:
During inspection and testing, the distal tip appeared used with some burn-back of the fiber coating. A major break was observed at the connector end and there were two kinks in the middle of the shaft. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the broken fiber occurred due to mishandling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.